Manufacturer narrative:
Serial number is unknown. Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and the patient¿s heartmate ii left ventricular assist system (lvas) could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2021. No further information was provided due to patient privacy laws. The patient¿s lvas was not returned for investigation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. Due to patient privacy laws, no cause was given. No additional information was provided.